Event description:
Additional information was received, it was reported the patient needed to be comfortable with the transmitter and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that last night they got scared and went to the ER because they thought their blood pressure was real high. Patient said they googled it and it said that in some cases the stimulation does do that and there was a man online who was having electric shocks all over his body. Patient stated that was how they were feeling and they didn't know what to do. The patient was redirected to their healthcare provider to further address the issue. Patient stated prior to their surgery they were working with a manufacturer representative who told the patient they would be following up via phone call a lot, but patient stated the rep does not call them, and only sent them a video on how to recharge the implant. Patient stated they were told by rep that they would have lots of follow up calls within 2-3 days of implantation. Patient stated they were also told by rep to turn stimulation up high until they can feel the stimulation. Patient stated they did that and increased a little more, and was at either 0.9 or 1.0 for group a1-2. Patient was scared because the videos online showed one person where it changed their life, and one where it ruined their life. Patient stated they do not want to work with the rep anymore. Patient also stated they were unsure who did their surgery. The pt called back stating what the rep's role is because they thought they were told they'd be in 'constant contact' with someone. Pt mentioned the rep sent them a video about how to charge the equipment but don't think that's helpful because they don't know what to do with their stimulation or their bandages. Pt mentioned the rep told them to go up on a and a1 and a2 and they did but they felt all these shocks come up me - felt it in their chest, they felt their blood pressure going up and felt it in their nostrils. They were not getting any relief, so they had to turn it down, so then the pain relief was going down too. They also don't know what group b or c is.'